Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: czinn, e., pathmanathan, a., iskandar, j. P., limaye, s., & bajwa, f. (2024). Peri-watchman device leak corrected with an amulet device implantation. Journal of the american college of cardiology, 83(13_supplement), 4477-4477.

Event description:
Reported via journal article. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient experienced a pericardial effusion with a cardiac tamponade. The physician performed a pericardiocentesis in order to treat the patient. The patient had a follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a 14 by 7.7mm device leak. The patient was continued on oral anticoagulation medication. The patient then underwent successful peri-device leak closure with a 20mm non-boston scientific closure device under tee guidance.